Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient¿s battery was replaced due to battery failure. They stated that the issue started to occur around (B)(6) 2017. The hcp explained that the patient¿s battery was taking 6 hours to charge, and it was also not holding a charge. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a revision that occurred in (B)(6) 2017. No other information was provided regarding the revision. No further complications were reported/anticipated.